Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an implanted impella 5.5 pump experienced flow and suction issues during patient support. Repositioning was performed, but the issue remained. The aic (automated impella controller) was subsequently stopped, and the issue resolved. There was no patient harm.

Manufacturer narrative:
The investigation for the console (aic) pump issue has been completed. Data logs from the console confirm that the numerous suction alarms issued by the console. There no observable correlation between the optical signal parameters and the spike of suction level alarms. The console's optical system was inspected. There was no observable defect of the front optical connector. There was no observable issue with the console. The root cause for the suction alarms could not be determined due to insufficient information. Added- d9 device return date corrections to the initial MFR report: d4 model number f6/f8 should have been left blank h8-changed to reuse.